Manufacturer narrative:
Patient information was requested and the patient's gender was provided.

Event description:
The customer reported the touch screen is bad, not responding to touch; calibration failed; operator was unable to power off the device due to the touch screen. The customer reported there was patient involvement and no patient harm.